Event description:
It was reported, the customer experienced low blood glucose. Customer's blood glucose was 49 mg/dl. The customer stated their threshold suspend alarm had gone off, but they did not hear it. Customer stated their insulin pump was suspended for three hours before they realized they were experiencing low blood glucose. The customer treated their blood glucose with glucose tablets. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.